Event description:
This event is reportable based on the product analysis approved in 2009. It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon catheter was unable to cross the lesion. The 80% stenotic, de novo lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The physician predilated the lesion with a 2.5x20 non-bsc balloon catheter. Then the physician advanced the 4.5x15mm quantum maverick balloon catheter to the lesion, but was unable to cross. There were no patient complications. The procedure was successfully completed with another 4.5x15mm quantum maverick balloon catheter and the deployment of two non-bsc stents. Patient status is reported as "stable". However, the returned product analysis revealed that there was a broken hypotube.

Manufacturer narrative:
Device evaluation: product analysis revealed a broken hypotube and shaft kinks. The device was returned in 2 pieces. The first piece measured 85 centimeters from the distal edge of the strain relief to the shaft break location and the second piece measured 57.5 centimeters from the shaft break location to the distal end of the tip. Both pieces of the device were visually and microscopically examined and both ends of the hypotube appeared to be compressed as if the hypotube were bent back and forth, kinking the device and causing it to fracture. The returned catheter also exhibited numerous kinks on the shaft. Visual and microscopic examination of the material surrounding the kinks did not reveal any inherent deficiencies that would have contributed to the formation of the kinks. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the difficulties experienced during the procedure could not be determined, however, the most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.